Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. It was reported that during the procedure, a dissection occured in the rca, this was treated with the implantation of a resolute onyx des. It is unknown if a medtronic device caused the dissection.

Manufacturer narrative:
The sponsor assessed that this event had a casual relationship with the device, but not related to the anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator reported that the event was not related to the device or antiplatelet medication. It was reported that a medtronic device did not cause the dissection. If information is provided in the future, a supplemental report will be issued.